Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included dysplasia and depression. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubouterine implantation, bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: insertion details: cervical block: 2. Post dilation pain assessment: 2. Hysteroscope pain assessment: 1. Right coil: 1. Left coil: 1. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received. Event injury nos replace with new event medical device removal. Reporter causality comment lab data, date of birth, insertion date, removal date, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.